Event description:
A pt purchased a blood glucose monitor, in a united states pharmacy, with units of measurement monitors, intended for distribution in the united states, should be preset to measure in mg/dl. The device's catalog number and serial number are consistent with devices sold exclusively outside if the united states. Reporter indicated that pt may have based treatment decisions on values obtained on the international device. No additional information about pt was provided.